Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. An investigation is pending at this time and will be performed per adc's established processes and procedures. A follow-up report will be submitted upon completion of all required investigation activities. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. This is a 1 of 2 MDR submission. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a customer reported that their "freestyle libre 3 app for android stopped reading sensor uninstalled app and attempted to download from google play store. Libre 3 closed because this app has a bug. Try updating this app after its developer provides a fix for this error." Contacted freestyle libre customer support by phone and their "fix," was to remove current sensor and affix a new one. Nothing was done to fix the bug in their app, which still does not work". There was no self-treatment or the third-party intervention provided for the reported issue. No contact information was provided to adc, therefore adc is unable to attempt any follow up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
An investigation was performed for the reported complaint. The customer reported that the app stopped reading the sensor. Attempt to identify the customer's reported configurations and the information provided in the complaint was insufficient to conduct a comprehensive investigation. The lack of information regarding the app version and the os, it restricts the ability to identify potential causes of the customer's reported issue. Therefore, the reported issue is not confirmed due to the inadequate information provided. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a customer reported that their "freestyle libre 3 app for android stopped reading sensor uninstalled app and attempted to download from google play store. Libre 3 closed because this app has a bug. Try updating this app after its developer provides a fix for this error." Contacted freestyle libre customer support by phone and their "fix," was to remove current sensor and affix a new one. Nothing was done to fix the bug in their app, which still does not work". There was no self-treatment or the third-party intervention provided for the reported issue. No contact information was provided to adc, therefore adc is unable to attempt any follow up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.